Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient using a mycarelink monitor with a leadless implantable pulse generator (ipg), experienced no telemetry because the reader was not communicating with the implanted device. During a transmission, the reader moved out of position, and the monitor displayed a ¿reader placement problem¿ image and emitted three short tones indicating the reader was out of position. Troubleshooting included power cycling the monitor and checking the device¿s placement on the skin. The patient planned to make an appointment at a doctor¿s office to have the monitor checked. The leadless ipg remains in use. No patient complications have been reported as a result of this event.